Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a no delivery issue on the insulin pump. Customer had a high blood glucose reading of 441 mg/dl. Customer's current blood glucose is 122 mg/dl. Customer stated that every time she tried to deliver a bolus, she got a no delivery. Customer reported that she is unable to troubleshoot at the time of the call because she is at work. Customer stated that the event was resolved by an infusion set change. Customer declined a loaner pump. Customer will monitor and call back if the issue recurs.

Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test no excessive no delivery/occlusion alarm due to motor error alarms.